Event description:
Caller states (B) (6) customer received results of 110 mg/dl and 98 mg/dl within 10 minutes on aviva system 2. Caller interpreted customer's behavior to mean he had high blood glucose symptoms. Caller states she is to provide a fast acting carbohydrate if customer's results are less than 100 mg/dl; caller provided skittles to the customer. Approximately 20 minutes later customer received result of 453 mg/dl on aviva system 1 and 176 mg/dl on aviva system 2 within 10 minutes. No further actions were taken. No adverse event related to the device was reported. Requested return of suspect device, however, caller no longer has the test strips from aviva system 1; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 302323, expiration date 04/30/2011). Reference medwatch report with (B) (4) for the suspect device used in system 2. Will not be returned to manufacturer.